Event description:
Event description guidant received information that this ventricular lead has a fracture and the field clinical representative (fcr) has called technical services for further information regarding the optimal programming of the device. The fcr is going to leave the lead the lead programmed in the unipolar configuration, due to better impedance measurements, though there is still some noise on the egm, which is causing intermittent inhibition of pacing. The fcr and rn are concerned regarding seeing pacing spikes on the t wave, and oversensing on the ventricular lead.